Manufacturer narrative:
We checked the returned unit and confirmed that the ccd/us probe unit shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd/us probe unit. In addition, we confirmed that the us connector body fluid damage, the us connector cable buckled, the root brace rubber cracked, the water nozzle clogged, the us connector body corroded, the us connector cable crushed, the bending rubber leak, the remote control buttons cut, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).